Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of peritonitis was not reported. Treatment for the event was unknown. One day after the diagnosis of peritonitis, the patient died. The cause of death was peritonitis. It was not reported if an autopsy was performed. Pd therapy was ongoing. No additional information is available.